Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that there was an issue with the sample 2 (s2) mixer. The mixer was replaced, and the system was fully operational. Siemens concluded the potential cause was the s2 mixer malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
16 discordant, falsely depressed carbon dioxide (co2) results were obtained on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The patient samples were repeated on the same instrument and an alternate dimension vista 1500 instrument. The repeat results from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide results.